Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The customer performed a sample carry-over check, a reagent carry-over check, and a precision check with acceptable results. Based on the available data, the investigation did not identify a product problem. The investigation determined the event was consistent with a preanalytical sample handling issue. Sample integrity is the customer's responsibility.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable (B)(6) elecsys (B)(6)test results for two patients tested on a cobas 8000 e 801 module serial number (B)(4). The initial results were reported outside the laboratory. The patients questioned the initial results and requested further testing. Both patients were redrawn at a later date for repeat testing. The repeat results were determined correct for both patients.